Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with decreased vision and striae in the left eye one day post uneventful lasik. The inferior flap edge appeared displaced superiorly with flap striae into the visual axis. The flap was refloated, irrigated, and stretched aggressively. A bandage contact lens was placed on the eye. The patient was seen in follow up and the bandage contact lens was removed and the flap was noted to be smooth and well positioned. The patient's symptoms resolved.

Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to event date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during the whole day. The treatment could be identified in logfile. No relevant deviation between planned and performed energy is detectable. The user operated surgery within the recommended energy settings, but the flap was thinner as recommended. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: 2020-04718.